Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd micro-fine¿ needles was breaking off. No serious injury or medical intervention noted.

Manufacturer narrative:
No samples or photos were returned for analysis. A DHR for needle breaks off during use cannot be requested due to an unknown lot #. Investigation conclusion: indeterminate. No samples or photos were returned for analysis.

Event description:
It was reported that during use of the bd micro-fine needles was breaking off. No serious injury or medical intervention noted.